Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. It was also reported that the pump battery was unresponsive. Customer¿s blood glucose (bg) level was "high" although specific value was not provided. Customer addrssed bg level via correction manual dose injection and bolus via the pump. The customer reverted to an alternate method in insulin therapy.